Event description:
After applying a new pod, the customer's bg levels had increased continuously over an 18 hr period. His bg levels rose from 344 mg/dl to greater than 500mg/dl and were "not responding to boluses"; numerous correction boluses had been administered throughout the duration of pod wear, but bg's failed to lower. Ultimately, an ambulance was called and he was transported to the emergency room (his bg at the time was 570mg/dl). At the hospital, he was given fluids and placed on an insulin drip - his levels had lowered to 300mg/dl at the time of the call. He was eventually admitted and taken to the ICU. "Upon further review," the customer "discovered that he had filled pods with saline as opposed to insulin"; he confirmed that "this is what had caused his hospitalization." The customer was embarrassed and apologized and is now "on the road to recovery." The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was cited in the report. Per the customer's own admission, he had mistakenly filled the pod with saline instead of insulin. The omnipod user guide states "the omnipod insulin management system is intended for subcutaneous (below the skin) delivery of insulin at set and variable rates for the management of diabetes mellitus in persons requiring insulin and for the quantitative measurement of glucose in fresh whole capillary blood (in vitro)." The use of saline in the pod would be ineffective in the control/management of blood glucose levels. Since the customer had filled the pod with saline instead of insulin, user error is confirmed to have been the cause of the customer's high bg levels resulting in hospitalization. A review of lot qualification records was performed - the lot passed the acceptance criteria.